Event description:
Major pump unit(s) involved: blood pump. Specify component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: blood pump. Additional text: rotor. Specific component(s) involved: other component malfunction, specify. Additional text: other component: pump rotor. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): unknown. Other intervention: implant device type: lvad. Malfunction device type: